Manufacturer narrative:
One unused sample was received for investigation. Visual inspection confirmed the packaging and insertion tube defects. The packaging defect and the insertion tube damage were due to the crimp sealer used during the manufacturing process.

Event description:
A mother reported that her daughter inserted a tampon and the applicator poked or scratched her. Her daughter did not continue to insert the tampon then noticed the applicator petals were open and had extra jagged plastic extending from them. Some of the extra plastic fell off the insertion tube when she attempted to insert the tampon however her daughter did not think plastic got inside of her. She did not seek medical attention and was doing well and the scratch was healed.